Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the spike of a y-type tur/bladder irrigation set was observed damaged. The "damage" was not specified. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a damaged set which was cracked/broken at the spike. The reported condition was verified. The cause of the condition could not be determined; however, potential causes could be that the device was damaged between the molding process and the automatic assembly process during manufacturing or per an incorrect handling during the use of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.